Manufacturer narrative:
During functional testing, the reported angulation issue was confirmed; the bending angles for the up, down, and left directions did not meet with specifications due to a worn angle wire. Also, the reported abnormal sound during angulation was confirmed; a broken ceiling plate caused this issue. Finally, testing showed the foreign material was clogging the air/water nozzle. This issue caused the device to fail water removal ability. During device examination, the following issues were found: bending section cover adhesive was detached; the connector cover was dented; the distal end had cracked resin; the adhesive on the bending section cover was detached; the scope cover was discolored and scratched; the hand grip was scratched; the suction cylinder was sheared; the forceps channel port was sheared; the switch box was scratched; switch button 1 was scratched; the universal cord was scratched; the universal cord protector was scratched; the light guide cover glass was scratched; the scope connector was scratched; and the scope connector cover was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope was being prepared for a diagnostic colonoscopy. The customer reported that while doing angulation an abnormal sound was coming through the wheels and they were having an angulation issue with up/down knob. The procedure was completed with the same device. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle, the connector cover and the connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: cf-q150l/I operation manual chapter 3 preparation and inspection. Cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.